Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient needing replacement for battery depletion. During replacement surgery the replacement device was seen to be "not functional". No error messages were provided. Another generator was implanted successfully with no reported issues. The malfunctioning generator is available for return and pa. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported by the physician that the cause of the high impedance was likely related to an incomplete pin insertion event. Based on the context of the report, the high impedance was resolved, likely through pin re-insertion. No other relevant information has been received to date.